Manufacturer narrative:
B3: (B)(6) 2025 is the reported month/year of the event, but exact day not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found there was an issue with the non-volatile ram during the crc check/self-test. Likely due to the internal battery being low. There was also a delaminated downstream occlusion (dso) seal found. The internal battery was charged for three days and then left without power for one day, software was updated, and the unit was reset to standard configuration. The dso seal was also replaced to fix the issue.

Event description:
It was reported that the device had error 46876. There was no patient involvement.